Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, lot# unknown, product type: lead. Product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for non-obstructive urinary retention. The patient reported they had so much pain in their leg and groin area they were unable to walk. Contributing factors were unknown, it was reported the issue was not resolved at the time of the report. Additional information was received. The patient stated they were on their way to the hospital because their lead had come out. Contributing factors were unknown, it was reported the issue was not resolved at the time of the report. No further complications were reported or anticipated.